Manufacturer narrative:
For 2 of the 4 reported events, the device was received for evaluation. Both returned devices were labeled for single use. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed for both devices, and the flow rate of the devices was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 4 malfunction events. It was reported that four large volume infusors underinfused. This occurred during infusion of flucloxacillin. The rate of underinfusion was not provided by the customer. The four events involved three patients. The patient involved in two events was (B)(6) years of age and male. The patient involved in one event was (B)(6) years of age and female. The age and gender of the third patient is unknown. The events each involved a patient with no patient consequences. No additional information is available.